Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had an unsuccessful trial in 2009. The doctor could not get the lead in or something like that. She had to be referred to a different doctor, who performed a successful trial and implanted the permanent implant. It was noted that the patient did not currently have a managing physician. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.